Event description:
It was reported a trigen hind foot fusion nail fractured and a revision surgery has been scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Are corrections based on additional information received

Manufacturer narrative:
Evaluation summary attached to this follow up report supplements previously provided evaluation summary. (B)(4).